Event description:
It was reported that the device failed accuracy test +7.95%. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Running three accuracy tests, the pump was found to be within manufacturing specifications. The complaint is not confirmed. No problem found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.